Event description:
A customer contacted global technical services (gts) reporting a system error 2240 (air in set) during dwell 2 of 4 on the home choice (hc). Per the home patient (hp) he turned off the hc and disconnected. The hp needed help getting the cassette out. The tsr explained the alarm and helped the hp run on the hc and get the cassette out of the hc. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 during the dwell stage. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the alarm. The lot number was not provided, so no batch review could be performed. Therefore the complaint cannot be confirmed and the root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.